Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, it had difficulty crossing the lesion and during initial inflation at 4 atmospheres for 2 seconds, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was in good condition.